Manufacturer narrative:
The lead was discarded and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient had undergone a maze procedure. During the procedure, this atrial lead sustained a fracture. Therefore, the lead was explanted. No adverse patient effects were reported.